Event description:
It was reported that the physician's handheld programmer was no longer working as the display screen was frozen. Hard resets were performed and the screen was not locked. The battery was removed and reinserted but the issue did not resolve. A replacement programmer was provided as a result. Additional information was received that the hhd was stuck on alignment screen. The handheld device is expected to be returned but has not been received to date.

Manufacturer narrative:
Serial #, corrected data: (B)(4). The product information was incorrectly reported in the initial emdr as incorrect information was received. The correct information was received when the suspect device was returned. Device manufacture date (mo/day/yr), corrected data: 07/16/2009. The product information was incorrectly reported in the initial emdr as incorrect information was received. The correct data was received when the suspect device was returned.

Event description:
The hhd and software were received on 09/04/2015. Analysis is underway but has not been completed to date.

Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software were identified during the flashcard analysis.